Event description:
This lead was implanted on (B)(6) 2005 and was explanted on (B)(6) 2013 due to non-detection and impedance issue with greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6)medical center. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).